Event description:
It was reported that the patient presented to the hospital after experiencing inappropriate shocks due to oversensing. The lead insulation had abraded from friction to the implantable cardioverter defibrillator (ICD) shock coil.

Manufacturer narrative:
Final analysis found that the proximal insulation had abraded, possibly due to friction against the implantable cardioverter defibrillator lead. A short circuit between the proximal coil, and the shock coil could cause oversensing and inappropriate shocks.